Event description:
In 2006, the pt reported an amplitude increase when walking through a library security gate. The pt reports they had misplaced their pt programmer and were unable to adjust the stimulator after the event. The pt contacted the MFR. The appropriate department was notified of the replacement need. Additional info has been requested. A follow up report will be sent if additional info is received.